Event description:
The user facility reported that during a therapeutic upper enteroscopy, the user was unable to pass the needle and the bicap through the tip of the endoscope. The user claimed that the instruments would go through the entire length of the channel, but could not pass through the distal end of the endoscope. A colonoscope was utilized to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed that the instrument channel opening at the distal end was partially obstructed with adhesive, which may have been related to a recent servicing of the device. In addition, there were minor scratches found on the platic cover at the distal tip and light guide tube. The report is being submitted as an MDR in an abundance of caution.